Event description:
A 3.0 mm diameter x 30 mm length endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a lima lesion. Vessel morphology was not reported. It is unknown if the lesion was predilated. It was reported that the endeavor drug-eluting stent was successfully implanted. Another manufacturer's stent was also implanted in distally. However, the patient was brought in emergently with an acute mi 15 days post stent implant. It was reported that the proximal end of the stent had thrombosis. The endeavor stent was treated with balloon angioplasty and 2 drug-eluting stents from another manufacturer were implanted. It was reported that the patient expired that day.

Manufacturer narrative:
Evaluation results, conclusions: other - pending further investigation. Other, secondary intervention.